Event description:
It was reported the physician was performing a coiling of a 14mm wide neck basilar aneurysm in a tortuous area of the patient's anatomy. He reported that: "it was a difficult access site." The stent moved proximally during deployment, and the distal portion of the "stent slipped back" in the basilar tip aneurysm. The physician decided to end this procedure. The patient was reported to be doing well until three hours post procedure when the aneurysm reportedly ruptured. The physician reported the rupture cause was unknown. The patient was then transferred to another hospital where surgery was performed (date, procedure and outcome not reported). The patient subsequently expired three weeks following this unsuccessful stenting procedure. The cause and exact date of death were not undisclosed.

Manufacturer narrative:
Date of death: the exact date the patient expired is unknown at this time. It was only reported that the patient expired three weeks following the procedure. The device in question will not be returned to boston scientific for technical analysis as the device was implanted into the patient.